Manufacturer narrative:
Examination was not possible as no product was returned. A search of the complaint database did not find any additional reports for this product code/lot. Although the investigation could not determine the root cause of the reported wear, it would not be unreasonable to expect some wear after 14 yrs of implantation. The investigation did not identify the need for corrective action. This product code is an obsolete item. Should additonal information be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Clinical report states that the patient was revised due to poly wear.